Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. The exchange to a monofocal intra ocular lens (iol), may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with foggy vision, hard seeing at all ranges. The lens was exchanged for another lens model 4 months 24 days following the initial procedure. Clinical reason for explant was mentioned as failure to adapt . Additional information has been received, the patient issues were resolved after replacement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).